Event description:
Biased tsh result on a diluted pt sample compared to the neat sample. A biased tsh result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.